Event description:
It was reported that the inserter would not hold the implant during surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.

Manufacturer narrative:
The implant holder was returned for evaluation. The complaint implant was not returned for analysis. Evaluation with sample 6mm implant was able to securely locate implant on holder without issue. Additional analysis confirmed a potential interference between the upper component of implant and the holder.